Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, the cartridges were filled with 250 units of insulin. The customer's blood glucose level was 137 mg/dl. It was confirmed that the customer will continue to use the pump for continued insulin therapy.